Manufacturer narrative:
Additional information: d4(UDI), g3 correction: removed imf for serious injury/ illness/ impairment medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule packaging was opened, the white clips that prevented the plunger from depressing had fallen off in the packaging. The capsule was used and failed to attach to the patient's esophagus. Tried to use x-ray to locate the capsule. The patient was slightly sedated and was under propofol, and oxygen levels dropped a little so oxygen was increased to wake up the patient. As the patient waking up, the capsule was coughed up by the patient and was located in the mouth after detachment. The patient did require additional airway support post-procedure. No additional support after the capsule was retrieved. Patient was kept under monitoring longer than normal and released with no further medical attention being needed. The physician verified capsule placement endoscopically. There was no lubricant used to facilitate the placement of the capsule.